Event description:
It was reported that during an acculink stenting procedure, while removing the emboshield nav6 embolic protection system (eps), the eps became caught on the acculink stent. The acculink stent was routinely post-dilatated. Reportedly, the acculink stent was fully apposed to the vessel wall with the initial implantation and the emboshield epd entanglement did not cause damage to the acculink stent. There was no adverse patient sequela or no clinically significant delay in the procedure reported. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: rx acculink 7 - 10 x 40. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.